Event description:
It was reported that the patient's pump refill clinic terminated their services. The patient moved and by the time she saw another clinic in '(B)(6) 2011' the pump was empty and alarming. The pump was replaced on (B)(6) 2012 due to being empty for several months. Excellent cerebrospinal fluid (csf) flow was obtained via the current catheter. There were no patient symptoms or injuries related to the event. The patient outcome was reported as no injury or adverse event. The device system was used to deliver bupivacaine. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.